Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of flow rate was not reproduced. A review of the event history log an infusion programmed at a rate of 100 ml/hr and vtbi: 277 ml, which are the not the recommended parameters for flow accuracy testing outlined in the spectrum service manual. However, no abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate. The pressure plate will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of flow rate . This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.